Event description:
Additional information received reported that the patient's leads were replaced in (B)(6) 2012. Two weeks later the patient's extensions were replaced and a new neurostimulator was implanted.

Manufacturer narrative:
Lead model 3387s-40, lot# v041389, implanted: 2008 (B)(6), explanted: 2012 (B)(6); extension model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); programmer model 7438, serial# (B)(4).

Event description:
Reference manufacturer report# 3004209178-2012-03901. The patient underwent a revision surgery today and the lead impedances were tested and were found to be low out of range. Electrode combinations 2 and 3, which were used in programming, measured 150 ohms. There was no visible damage to the lead. It was later clarified that both of the electrodes were out of range. A full device system replacement was going to be scheduled

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: programmer, model 7438, serial# (B)(4), programmer model 37642, serial# (B)(4), lead model 3387s-40, lot# v038151, implanted: (B)(6) 2008, lead model 3387s-40, lot# v041389, implanted: (B)(6) 2008, explanted: ins, model 37602 serial# (B)(4), implanted: (B)(6) 2012. (B)(4).